Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2 the following sections were corrected: d1; d4; h4 an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10; h11. The reported event was confirmed by review of x-rays. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: radiolucency around the femoral component on the ap view with tilt of the femoral component likely representing loosening/subsidence. There is medial compartment joint space narrowing and apparent varus alignment at the knee. A small knee effusion is present. The bone mineral density is decreased and there are subchondral cystic changes in the lateral femoral condyle and patellofemoral compartment osteophytes. Impression: cemented unicompartmental arthroplasty with periprosthetic lucency and malposition of the femoral component concerning for osteolysis and aseptic loosening/subsidence. There is also medial compartment joint space narrowing concerning for polyethylene wear/malposition and apparent varus alignment at the knee. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: 42558000602 - partial femur cemented - 65875855, 42538000802 - partial tibial cemented - 65833477, unknown cement. G2: foreign - event occurred in australia. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a knee revision 2 yeas post implantation due to natural knee arthritic condition progression and femoral cysts. It was reported that no further information is available.